Manufacturer narrative:
The investigation found the alarm trace contained a high number of sample quality alarms such as sample aspiration errors. The sample foam detection images confirmed a high number of samples with fibrin as well as droplets and bubbles. The investigation determined the event was consistent with pre-analytical handling issues at the customer site.

Event description:
The initial reporter received a questionable elecsys troponin t hs result for one patient sample with a cobas e 801 module. Sample ID (B)(6). On (B)(6) 2021, the initial result was 27.10 ng/l. On (B)(6) 2021, the repeated result was 5.30 ng/l. The questionable result was reported outside of the laboratory. The reagent lot number was 52368502. The expiration date was requested but not provided.

Manufacturer narrative:
The investigation is ongoing.